Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for complex reg pain syndrome type 1 as well as spinal pain. Consumer reported the implant site was becoming uncomfortably warm when recharging. It was reported that the ins site will get warm and be sensitive to the touch, and intermittently some swelling will be present. Patient commented they don¿t know if it is because they sleep on it. When asked how often this occurs patient reported it happens whenever they recharge the ins. Redness was reported. Patient was directed to have their ins checked by a manufacturer representative. Patient also reported that they use adhesive discs and it doesn't cover the area and that it starts to get uncomfortably warm about after 30 minutes of charging. These issues began six months or so prior to the report. Patient reported for about a year they typically get 6 boxes shaded, but other times only 4. No further complications reported/anticipated. Additional information was received from a manufacturer representative (rep) via the patient on (B)(6) 2019. Beginning on (B)(6) 2018, the patient reported heat from the ins during charging. There were no environmental/external/patient factors that may have led or contributed to the issue. Impedances were chalked and all values were within normal limits. No actions have been taken at this time. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37791 lot# serial# unknown implanted: explanted: product type recharger analysis of the implantable neurostimulator (ins) found the ins battery was functioning within specifications but has reduced capacity due to {x} overdischarge{s}. According to the trace report taken from the ins, the last recharge while implanted took place on (B)(6)2017 and the battery was charged to 3.840 volts. On (B)(6)2017 the battery had depleted to the "lock" mode (<(><<)>3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis. There was no evidence that suggests the complaint device behaved differently than the control device. No abnormal hotspots were observed from ir images, and thermocouple data of the complaint device closely matched the thermocouple data of the control device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their implant was replaced as the ins was completely dead. The patient added that they were unable to pull the settings from the device. They stated that reprogramming the device was uncomfortable, as sometimes the stimulation would go too high and be intense. The patient also mentioned the manufacturing representative diagnosed that the ins was getting really warm under their skin when recharging. No further complications were reported or anticipated.